Event description:
The customer reported the ventilator would not power up. The unit was not in use. The facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer replace the power management pcb board. The biomedical engineer reported the power management pcb board was replaced as advised but the board was damaged during the repair. The biomedical engineer contacted manufacturer's service for assistance with the repair. The manufacturer's field service engineer confirmed the unit would not power up via ac or dc power. The service engineer reported the motor controller and cpu pcb boards, and new power management pcb board, were replaced to address the reported problem. Applicable final testing was performed to operating specifications and passed.

Event description:
Factory analysis of the returned motor controller pcb board revealed a capacitor short. The noted failure caused the ventilator to not power on. Analysis of the returned cpu board identified no failures.

Manufacturer narrative:
Supplemental report